Event description:
The user facility reported that there was an air leak while using a tr band. The user facility provided the following information: minor bleeding was detected 20-30 minutes after the tr band was placed for hemostasis; the device was changed out for a new one; and , there was no harm to the patient.

Manufacturer narrative:
The involved device was returned and evaluated. Visual inspection upon receipt did not find any anomaly, such as a scratch on the balloon surface or a break on the tube, which would have contributed to the reported air leak. A leak test was performed and a leak was noted at the air injection port. The air injection port was disassembled for further inspection. A black substance, 8mm in length, was found to be adhering on the shoulder portion of the device (air tightening area which comes into contact with the inside wall of the outer cylinder). Qualitative analysis of the foreign substance using ftir showed the substance was comparable to protein and believed to be a hair. A review of the device history record confirmed there were no production related problems. A review of the complaint files confirmed that this lot number has not been reported previously. While the cause of the reported event cannot be definitively determined based upon the available information, the evaluation results suggest that the actual sample's airtight seal deteriorated due to a foreign substance (hair) being caught in the air seal between the rubber tip and the outer cylinder of the one way valve, resulting in the reported air leak. The labeling does address the potential for such an event in the instructions-for-use with statements such as "be careful that no foreign particles get into the air injection port when injecting air. The air could leak." All currently available information has been placed on file by qa at the manufacturing facility for appropriate tracking, trending and follow-up. (B)(4).